Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during pulse tube sealing after chemotherapy treatment for a patient in the oncology department, bleeding and fluid leakage were observed. A new tube was replaced and the problem did not recur. It was reported this occurred with five devices. This report addresses all five devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fluid leak is confirmed; however, the exact cause is unknown. One video of a 20 g powerloc infusion set was returned for evaluation. An initial visual observation of the video showed the needle placed in a patient¿s port, and a clear liquid being infused. The liquid was observed to be leaking between the needle shaft base and the housing. Only one sample was observed in the returned video, therefore the quantity confirmed is 1. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.